Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call indicating a button error and high blood glucose readings on the insulin pump. The customer's blood glucose was 275 mg/dl. The customer's father stated that his son's pump quit over the weekend. The father stated that his son had to go to the emergency room 2 weeks ago due to high blood glucose readings. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.